Manufacturer narrative:
(B)(4). Date sent: 1/8/2025. D4: batch # unk. Additional information was requested and the following was obtained: what was the procedure type? Cholecistecomy. What is surgeons experience with device? Very experienced. Using these products from several years. What were the complications that led to the reoperation? No, the surgeron detected immediately the inconvenient. Did bleeding occur? No. Were blood products given? If so, how much? Na. Was clip formation clearly visualized intraoperatively? Y. Were there any clip formation issues at time of placement? Please describe how the vessel was damaged. No vessel was damaged. Will the clips be returning? The applier will be returned. Are there any photos or videos of the clips? Not available now. What is the current patient status? Fine. Please describe the shape of clips observed at reoperation. The surgeon says they didn't close perfectly; the legs were parallel." Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, when clipping a different noise, different than usual was heard. Clips seemed well positioned and closed the vessel. After two days the patient had complications and the surgeon re-operated patient and the clips had damaged the vessel, and did not have the usual shape.

Manufacturer narrative:
(B)(4). Date sent: 2/18/2025 d4: batch #y7021y investigation summary visual analysis of the returned sample revealed that the er320 device was returned with a clip in the jaws and no apparent damage. The clip was removed in order to inspect the jaws and they were found with no damage. The device was tested for functionality. During the analysis, the device was noted with fluids. The device was functional tested, and it fed, retained and formed the remaining eleven(11) clip as intended. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch y7021y number, and no non-conformances were identified.